Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time.

Event description:
During a shoulder arthroscopy procedure it was reported that the burr shed. The site was flushed out to remove any shedding.